Event description:
Pt had symptoms of dizziness and light headedness without syncope. Holter monitor demonstrated periods up to 6 1/2 to 7 seconds of failure of the pacemaker to sense. The pt underwent surgical replacement of his pacemaker.